Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an alert for a charge circuit timeout just six hours after a routine in office interrogation. Upon a second interrogation, it was noted that there had been battery depletion. The ICD remains in use. No patient complications have been reported as a result of this event.